Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to a bilateral cylinder rupture, which resulted in fluid loss. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. The outer tube and fabric threads of the first cylinder were torn and detached from the distal end of the component. In addition, the cylinder exhibited fluid leak from a hole in the proximal end and another one in the distal end of its body, both consistent with sharp instrument damage. The second cylinder had its outer tube torn and detached from the distal end of the component, along with broken fabric threads. A leak from a sharp instrument damage was identified in the proximal end of the second cylinder. The pump was microscopically inspected, leak and functionally tested. Microscopic evaluation revealed that the kink resistant tubing (krt) was cut into two pieces and the tubing was worn to the filament. The pump passed leakage and functional testing. The reservoir was microscopically inspected and tested for leaks. Wear at fold in the reservoir shell was noted, but no leaks were identified in the component. Based on the information available and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to a bilateral cylinder rupture, which resulted in fluid loss. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.